Event description:
Reporter indicated a pt had an episode of asystole during initial vns implant surgery, during the first systems diagnostics test. The asystole resolved and two more systems diagnostics tests were completed without incident. The pt was kept overnight in the hospital for cardiac monitoring and was referred to a cardiologist for follow-up. The pt is reportedly doing well and is receiving vns therapy. Attempts for further info from the reporter have been unsuccessful to date.